Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # j0206490v, implanted: (B)(6) 2002, product type lead; product ID 3389-40, lot # j0206490v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported there was a patient injury. It was noted the patient had a fall and they had many falls but the most recent one was 2-3 weeks prior to report. It was stated something may have been damaged and the patient ¿thought something was wrong.¿ it was noted the patient had a cat scan. It was stated the therapy did not work as expected.